Event description:
Bovie machine started to alarm and shutdown right after the procedure started. The bovie pad checked and was planned to be peeling away from the skin. The bovie pad had a burnt area and the patient's thigh had a burn.